Event description:
Reporter indicated that vns patient experienced an increase in seizures above pre-vns baseline frequency that apparently coincided with increase in device normal mode output current. It was reported that the patient experienced 3-4 seizures per month before vns implant. When normal mode output current was sent to 1.0ma, the patient experienced only 1 seizure during that month. Two months later, normal mode output current was increased to 1.75ma and the patient reportedly experienced 9 seizures that month. There have been no medication changes that may have contributed to the seizure increase and blood work was normal for AED levels. Patient plans to follow-up with neurologist to discuss reducing normal mode output current back to level where good seizure control was apparently achieved.